Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400 alarms with no display. Customer response revealed unknown on requested information. No patient adverse events were reported.

Manufacturer narrative:
H3: one cadd legacy 1 was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was attempted to be powered on and when batteries were inserted, the pump immediately alarmed with a blank screen. The circuit board will be replaced to resolve the issue.